Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle unexpectedly detached from the suture. Additional information has been requested.